Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer found that the short was being caused by a faulty diluent pump. The fse replaced the diluent pump. The aia-360 was operating per manufacturer's specifications; no further action was required by the fse. The most probable cause of the reported event was due to a faulty diluent pump.

Event description:
On (B)(6) 2016, a customer reported that the 24v fuse on the main board of the aia-360 instrument kept shorting out. The customer stated that the 24v fuse was replaced; however, after powering up the aia-360 the 24v fuse would short out again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii), estradiol (e2), progesterone (prog), and follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), prolactin (prl), and progesterone (prog). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.